Event description:
Prodisc l was implanted at l5-s1, reportedly, overlaid with a gortex patch as an anti adhesion barrier. Pt experienced continued pain postoperatively; prodisc l was explanted.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned.